Event description:
Tip of device broke and remains in the patient. They couldn't see it on the c-arm and thought possibly the suction picked it up, but this cannot be confirmed.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4). (B) (4).